Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of needle retraction failure with lot 4087752 regarding item #(B)(4). Related: (B)(4). DHR for lot number 4087752 has been reviewed. Subassembly lot 4087752 and material 700pros44 was built on afa line 7 from (B)(6) 2024. Final lot was on pkg line 11 from (B)(6) 2024 for a quantity of (B)(4) units. No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: needle does not retract when push button activated. Concern for safety with a nsi.